Event description:
It was reported that an ilet user experienced fluctuating blood glucose with episodes of high glucose followed by rapid declines, while frequently pausing insulin, disconnecting during exercise, and not announcing meals. Investigation included review of device reports and user interview, functional restart guidance, and education on meal announcements, exercise management, and hypoglycemia treatment. Further investigation of this case revealed user-related use error, including not announcing carbohydrate intake, frequent pausing of insulin, and overtreatment of hypoglycemia, which contributed to glycemic variability and rapid glucose excursions. Symptoms included high glucose, low glucose fluctuations. Outcomes included user-reported anxiety and the need for troubleshooting and education. It was concluded that the device functioned as designed and that the reported events were attributable to user behavior and therapy management choices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.